Manufacturer narrative:
Additional information: b5, b6 and h11. B5: upon follow up, it was reported that the patient recovered from the peritonitis event after 17 days. After 17 days of hospitalization, the patient was discharged and the antibiotic treatment was discontinued. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by a cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for the event. One day before the event onset, patient was treated with injection vancomycin (100mg, once in every 4th day, intraperitoneal, ongoing) and injection ceftazidime (50mg, once daily, intravenous, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and is recovering from peritonitis. Pd therapy was ongoing. No additional information is available.